Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be evaluated due to another error experienced by the system. No conclusion can be drawn as final repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.